Event description:
It was reported that during an angioplasty and stenting treatment procedure, the stent deployed in the sheath. The target lesion was located in a non-calcified and non-tortuous proximal superficial femoral artery. An epic vascular 7x118x120 self-expanding stent was being deployed in the target lesion when "the patient's table went down" in the middle of deployment. The proximal end of the epic stent was still inside a non bsc sheath during deployment as the physician was unaware the table moved. During removal of the delivery system the epic stent stretched as the stent was pulled inside the sheath. The epic stent delivery system was removed through the sheath with difficulty. It was noted that the epic stent remained in the sheath and not within the vessel; the physician cut down on patients left groin and cut the epic stent to allow it to retract back into the vessel. The epic stent was removed and the vessel was sutured closed along with the skin. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).